Event description:
There was an allegation of questionable bil-d gen.2 and bilirubin total gen.3 results for patient samples tested on a cobas pure c 303 analytical unit and a cobas c503 analyzer. This medwatch will cover the bil-d gen.2 assay. Refer to medwatch with a1 patient identifier (B)(6) for information on the bilirubin total gen.3 assay. The doctor questioned the results as they do not match the clinical pictures of the patients. As the patients are neonates and receiving phototherapy, the doctor believes the results should be <1 mg/dl. Seven patient samples with discrepant results were provided: on (B)(6) 2025, sample 1 had an initial result of 1.32 mg/dl from the c 303 analyzer. The sample was repeated on a c503 analyzer and the result was 1.25 mg/dl. On (B)(6) 2025, sample 2 had an initial result of 1.07 mg/dl from the c 303 analyzer. The sample was repeated on a c503 analyzer and the result was 0.75 mg/dl. The sample was also repeated on a competitor analyzer (wiener cmd 800i) and the result was 0.82 mg/dl. On (B)(6) 2025, sample 3 had an initial result of 0.56 mg/dl from the c 303 analyzer. The sample was repeated on a competitor analyzer and the result was 0.25 mg/dl. On (B)(6) 2025, sample 4 had an initial result of 1.43 mg/dl from the c 303 analyzer. The sample was repeated on a c503 analyzer and the result was 1.0 mg/dl. On (B)(6) 2025, sample 5 had an initial result of 0.99 mg/dl from the c 303 analyzer. The sample was repeated on a c503 analyzer and the result was 1.06 mg/dl. On (B)(6) 2025, sample 6 had an initial result of 1.56 mg/dl from the c 303 analyzer. The sample was repeated on a c503 analyzer and the result was 0.74 mg/dl. On (B)(6) 2025, sample 7 had an initial result of 1.2 mg/dl from the c 303 analyzer. The sample was repeated on a competitor analyzer and the result was 0.63 mg/dl.

Manufacturer narrative:
The c303 analyzer serial number is (B)(6). The c503 analyzer serial number was not provided. The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Per product labeling, " under the influence of blue light, e.g. During phototherapy of newborn children, unconjugated bilirubin is partly transformed into a water soluble isomer called photobilirubin, a substrate for direct bilirubin tests. This fraction is detected by bild2 and may lead to above-normal results in healthy children." The field service engineer (fse) adjusted the cell rinse functionalities. The service maintenance actions performed by the fse resolved the issue.